Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when the analysis is completed.

Event description:
The pt experienced a loss of stimulation and intermittent stimulation. Some electrodes indicated fracture. The device was reprogrammed using remaining electrodes. The leads were replaced. Strong stimulation resumed using new leads. The pt recovered without sequela.